Manufacturer narrative:
It was reported that the hl20 arterial pump is defective. The pump runs irregular at low speed and displays the error message: "runaway". No patient involvement. The defective pump will be sent to the manufacturer for investigation. As soon as new information becomes available, a follow up medwatch will be submitted.

Event description:
It was reported that the hl20 arterial pump is defective. The pump runs irregular at low speed and displays the error message: "runaway". Reference number: (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 roller pump module displayed the error message "runaway". No harm to any person has been reported. The defective hl20 roller pump module was returned for investigation and repair. A getinge service technician investigated the device in question. During the investigation a defective hl20 motor was identified. After replacement of the motor the pump works to factory specification and was returned to the customer in good working condition. The reported failure was investigated in a previously complaint. The measured tachometer signal output had a significant deviation with respect to the expected value. This deviation appears to cause an improper pump speed control and therefore the displayed error. The most probable root cause of the reported error message: ¿runaway¿ is the faulty motor's integrated tachometer. The device was manufactured in 2009-01-10. The review of the non-conformities during the period of 2009-01-10 to 2021-11-05 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. Thus the reported failure could be confirmed. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Reference number: (B)(4).

Manufacturer narrative:
This follow-up report is being submitted solely to correct the code used under the "investigation finding" category. Upon a recent review, it was identified that the original report contained coding errors in this section. The investigation outcomes remain unchanged, and no new findings have been added. This update is for coding accuracy only. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl20) has been manufactured on 2009. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.